Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Customer stated that he has been fasting for 16 hours. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (date not set; customer just got the meter, only 1 result provided):result 1: lo date:(B)(6) 2022 time: 6:01 am fasting (test taken today).